Manufacturer narrative:
9/5/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with an auto suture multifire endo gia* 30 disposable stapler during a laparoscopic subtotal gastrectomy procedure. Reportedly, the staples did not form properly and the staple line bled. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.